Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the driveline was disconnected following a controller exchange performed by the patient. The bbf alarms did not recur following the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the driveline was disconnected on the morning of (B)(6) 2021 at 3:50. A backup battery fault (bbf) alarm coincided with the bbf alarm and began at 3:45, continuing until 6:25. During this time period, the controller was disconnected from the pump. Following reconnection to the controller at 6:29 there were no further alarms.

Event description:
Additional information stated that this patient underwent two controller exchanges on (B)(6) 21 due to unresolving backup battery fault alarms, initially on her primary controller and also on her backup controller following the controller exchange. Initial primary controller (no longer on patient at that time) was then interrogated, the emergency backup battery (ebb) was replaced and no alarms were present. A second controller exchange was performed at that time due to the inability to clear the new backup battery fault alarm. Alarms then cleared on both controllers.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the reported driveline disconnects and ensuing system stoppage. The controller event log file contained data from (B)(6) 2021 17:49:59 through (B)(6) 2021 06:35:18. The log file captured driveline disconnect alarms starting on 16nov2021 at 03:50:43 when the patient disconnected the driveline from the controller. The driveline was reconnected to the controller on (B)(6) 2021 at 06:29:24. The pump was off for approximately 2 hours and 39 minutes before ramping back up to speed. Com a, com b, low pump current, power b broken, pump stop, low flow, and low speed faults were captured during this event. The account reported that the driveline disconnect was due to the patient performing 2 controller exchanges with their primary and backup controllers. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended. The lvad event log file captured software reset, rotor displacement, lvad opc, and not initialized faults on (B)(6) 2021 at 03:51:08 and again on 06:29:40, consistent with the 2 driveline disconnects from their primary and backup controllers. The controller and lvad periodic log files did not capture any atypical events. It was reported that the patient performed 2 controller exchanges with their primary and backup controllers, resulting in pump stoppage. No patient adverse events were noted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12aug2019. The heartmate 3 lvas IFU is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information provided. The manufacturer is closing the file on this event.